Event description:
The customer reported the system was not saving images. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The system software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.